Event description:
It was reported that post-op to the lap gastric bypass, the patient went in for their two week check up. They were fine during the checkup then left and later that evening checked himself into the ER with signs of fatigue and acute anemia. They past a bunch of melena and then they had a bowel movement of a blood clot and been okay since then.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information received: the patient was fine at 2-week check-up. Three 3 hours later the patient checked in ER with acute anemia. Patient was found to have melena and eventually passed a clot and felt better and was discharged. Per the sales rep, during the initial procedure, the surgeon used blue and then white reloads. There were no issues noted in procedures intraoperatively. No re-ops, no CT scan to identify the site of bleeding. The patient was seen in the emergency room. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.